Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma, menometrorrhagia, iron deficiency anemia and uterus enlarged. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cyst rupture ("cyst ruptured"), nausea ("nausea"), irritable bowel syndrome ("ibs"), livedo reticularis ("livedo reticularis on my arms, legs, stomach"), dry skin ("dry patches of skin on my eyes, palms and knuckles"), nerve injury ("nerve damage"), tooth infection ("teeth infection on bottom"), denture wearer ("dentures"), bone loss ("bone loss ") and tooth fracture ("teeth breaking") and underwent tooth extraction ("teeth issue/teeth pulled/sick of hiding of mouth"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, cyst rupture, nausea, irritable bowel syndrome, livedo reticularis, dry skin, nerve injury, tooth extraction, tooth infection, denture wearer and bone loss outcome was unknown. The reporter considered back pain, bone loss, cyst rupture, denture wearer, dry skin, irritable bowel syndrome, livedo reticularis, nausea, nerve injury, tooth extraction, tooth fracture and tooth infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2001 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma, menometrorrhagia, iron deficiency anemia and uterus enlarged. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cyst rupture ("cyst ruptured"), nausea ("nausea"), irritable bowel syndrome ("ibs"), livedo reticularis ("livedo reticularis on my arms, legs, stomach"), dry skin ("dry patches of skin on my eyes, palms and knuckles"), nerve injury ("nerve damage"), tooth infection ("teeth infection on bottom"), denture wearer ("dentures"), bone loss ("bone loss ") and tooth fracture ("teeth breaking") and underwent tooth extraction ("teeth issue/teeth pulled/sick of hiding of mouth"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, cyst rupture, nausea, irritable bowel syndrome, livedo reticularis, dry skin, nerve injury, tooth extraction, tooth infection, denture wearer and bone loss outcome was unknown. The reporter considered back pain, bone loss, cyst rupture, denture wearer, dry skin, irritable bowel syndrome, livedo reticularis, nausea, nerve injury, tooth extraction, tooth fracture and tooth infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2001. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Reporters information and medical history were added. Case became serious incident as removal has been done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.